Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised. Patient presented to ER after suffering a fall. The head was found to be disassociated from the stem and the surgeon reported metallosis.